Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and the buttons are wearing out. Blood glucose value is unknown. Customer was unavailable at the time of the call and mother stated they would call back to discuss the replacement of the device.